Event description:
It was reported that this right ventricular lead was exhibiting pace impedance measurements, measuring greater than 3000 ohms. Boston scientific technical services recommended bringing the patient in for further evaluation. The boston scientific representative will discuss with healthcare professional. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular lead was exhibiting pace impedance measurements, measuring greater than 3000 ohms. Boston scientific technical services recommended bringing the patient in for further evaluation. The boston scientific representative will discuss with healthcare professional. No adverse patient effects were reported. This device remains in service.